Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the left and right electrode. The irritation was described as red, slimmy, with skin peeling. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used neosporin and a bandage as recommended by the rn. Follow up indicated the irritation improved as the patient changed the garments more frequently. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the left and right electrode. The irritation was described as red, slimmy, with skin peeling. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used neosporin and a bandage as recommended by the rn. Follow up indicated the irritation improved as the patient changed the garments more frequently.